Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient is experiencing pain in her hip. The patient also states that it is painful to walk and that she had fluid in her hip. The patient states that her cobalt level is elevated and her chromium is normal. The patient had an MRI done. She is scheduled for revision surgery.